Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high impedance on the superior vena cava (svc) coil. The svc was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).